Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instruments failed. The first er320 was fired and the clips did not close properly. A second er320 was used and would not fire, because of the clips were out of the jaws track. Another endo instrument was used to complete the case. There was no consequence to the pt.